Event description:
Catheter detached from hub following is the extent of the information received. 1. The procedure of insertion into radial artery was done in 2005 2. Air bubbles mixed into blood when physician sucked in blood into syringe through the extension line. 3. Gauzed had been dyed by blood in red for three days. But physician cpold not find the reason. Physician thought that the cause of blood leak may be loose connection between luer and extension line. 4. Physician found that the catheter was detached from hub and flowed into radial artery wholly 3 days later. 5. Physician cut open the artery and removed catheter 6. Physician removed stitches on right hand of pt. The pt recovered from a wound on right hand. 7. The pt had operation of bipass graft and heart valve replacement. Was discharged from the hospital the following month.